Manufacturer narrative:
D9 date returned to mfg: 2/27/2024. One device was received for investigation. The reported issue was confirmed during visual inspection, when damaged was identified on the device cannula. The investigation attributed this condition to excessive force used during cleaning or incorrect cleaning technique. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. As no manufacturing root cause could be identified, no actions have been assigned at this time.

Manufacturer narrative:
D4: lot number, expiration date, full UDI number, and h4: manufacture date are unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported: "degradation/deterioration of inner liners in less than a month after installation." There was a patient involvement and no patient harm/adverse event reported. "No clinical consequences observed until the present." Additional information was requested; however, no further specific details on this incident were received. Item lot number is unknown.